Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the main part of the screen has a crack. The customer stated that the key sheet is damaged. No further details were given. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with cracked keypad overlay at the select button, minor scratched lcd window, case and keypad overlay. No cracks were noted at the display window per our visual inspection.